Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to greater than 500 (mg/dl) for 2 days. Customer administered insulin injections to treat bg levels. Reportedly, contact stated that the customer recently switched over to using inset 30 infusion sets and has been placing the infusion sites on their muscular arms. Recommendation was made to try placing the infusion sites on more fatty areas of the customer's body, and to contact the customer's health care provider to discuss diabetes management.